Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Only a main coil was returned for this complaint. The mail coil was returned stretched and kinked. Microscopic inspection of the main was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and it was found detached, and it was not returned. Dimensional inspection of the coil that could be measured were performed and observed that the outer diameter (od) of the zap tip and primary coil were within specifications. However, there were lacking fiber bundles.

Event description:
Reportable based on device analysis completed on 20may2020. It was reported that the device prematurely deployed. The target lesion was located in the internal iliac artery. A 6mmx20cm interlock was selected for use. During procedure, it was noted that device prematurely deployed so it was pulled out from the patient's body once and that there were no device fragments left inside the patient's body. The device was then pulled into the introducer sheath and the locking arms detached outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed missing fiber bundles and broken interlocking arm.